Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump became stuck in the rewind process. The customer stated that she tried to change the reservoir and infusion set, but the insulin pump kept getting stuck. She changed the battery to no avail and reported that she had ran out of insulin. The customer's blood glucose was 160 mg/dl. She stated that the insulin pump still did not work but the phone call was disconnected before the troubleshoot procedure could commence.